Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the tip was detached, exposing the corewire by approximately 2.6cm and the corewire tip. The detached segment was not returned. There was no evidence of core wire fracture; however, it was kinked at approximately 1.5 cm from the distal tip. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. Sanding marks were found on the core wire. The remaining pebax had evidence of a straight cut which was consistent with a cut due to mechanical means. There was also evidence of interaction with other devices. The complaint is consistent with the returned guidewire since the distal tip was detached and the corewire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.